Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an auto-off alarm in the morning. The alarm was acknowledged and insulin delivery was resumed. The contact knew what the alarm feature was. The contacted stated that the customer was a heavy sleeper and will discuss the pump volume with a healthcare provider. The customer's blood glucose (bg) level was 367 mg/dl and a correction bolus was delivered to address the bg level.